Event description:
It was reported that the patient had decreasing effect of pain medication. A catheter access port (cap) dye study was attempted but it was noted "impossible to aspirate, dye at side port pocket area." The event was related to implant procedure. A catheter connector revision was done (B)(6) 2012. The event was severity moderate. The patient status was resolved without sequelae. The device system was used to infuse fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted:unk. Catheter: model 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).